Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component likely fractured due to extensive use and is considered worn beyond useful life.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2014. During the procedure, the screw from the impactor fractured and fell into the patient. The fractured fragment was unable to be retrieved.